Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. As received, the lead was received incomplete with only the terminal end lead segment (13.7cm) being returned. The lead was cut due to the explant procedure. Microscopic inspection of the terminal end lead segment did not identify any fractures. Full functional test could not be performed due to being incomplete.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-02274 it was reported that the patient was experiencing ineffective therapy due to both of their leads having migrated. X-rays were performed, but the physician deemed the results inconclusive. As a result, the patient underwent surgical intervention on 24 march 2023 during which one lead was repositioned and the other lead was explanted and replaced. Effective therapy was established post-operatively.